Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while pump was being charged. Customer changed the cartridge and continued charging battery. Reportedly, pump therapy was resumed. There was no reported adverse impact to customer's blood glucose.